Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issues (b30 error/ no image) were confirmed and found to be caused by water invasion. In addition, service found that the device failed air leak inspection, the adhesive on the bending section cover was separated, the insertion tube and protector was scratched, and the scope connector/electrical connector was corroded due to fluid invasion. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The third-party distributor reported on behalf of the customer that the subject device displayed a b30 error code (scope communication error). The reported issue was observed while preparing the subject device, prior to an unspecified procedure. The intended procedure was not affected by the reported issue. There was no report of patient or user injury due to the event. The third-party distributor inspected the subject device and found that the connector was damaged, wet, and corroded. There was no image displayed, the angulation was out of specification and the connecting tube was scratched. This report is being submitted for the reported malfunction of b30 error/no image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed the scope connector leaked while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The instruction for use (IFU) states that endoscope may be damaged if water enters the endoscope: "important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination.3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. Troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section ,¿troubleshooting guide¿.if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section , ¿withdrawal of the endoscope with an irregularity¿.". Olympus will continue to monitor field performance for this device.